Event description:
Fast-fix 360 curved needle delivery system was opened on sterile field. This device did not deploy the needle when getting ready to be used.what was the original intended procedure?to be used for rt medial meniscus tear surgery.device #1is this a laboratory device or laboratory test?no.